Event description:
It was reported that the device exhibited a "lec 1871", last error code 1871. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing determined that the motor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.